Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that there was no lead noise. Technical services (ts) advised to change the vector that did not exhibit an out of range impedance. The vector was switched accordingly. The lead remains in use. No adverse patient effects were reported.